Manufacturer narrative:
Lot or serial # and UDI # are unknown; no information was provided. Initial reporter phone number: (B)(6). No lot number was provided; therefore manufacturing record review could not be performed. No product sample was received for evaluation; therefore, visual and functional testing could not be performed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Discarded by facility.

Event description:
It was reported that a patient experienced a posterior capsule rupture during a cataract procedure. The procedure was delayed; anterior vitrectomy was performed, an intraocular lens was implanted and the procedure was completed. The patient's current outcome is unknown.